Event description:
International affiliate advised that initial report of posterior bleed is attributed to a post-operative infection not a surgical site dehisconce as originally reported. Pt was returned to surgery for repair of infected site.

Event description:
Study coordinator reported that a patient presented with posterior viginal blood twelve days following gyn procedure. It was found that the posterior repair suture line was bleeding. Patient was resutured, packed and prescribed antiobiotics.